Event description:
It was reported that during the office check no left ventricular capture and high impedance was noted. During the revision the physician flushed out the connector port for what appeared to be blood in the header and the high impedance continued. It was suspected that there was a connection issue and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.